Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 1. A ntw mitraclip (lot: 30823r1015) was chosen for implantation. During deployment, there was difficulty experienced detaching the clip from the delivery catheter. Troubleshooting was performed for approximately 30 minutes and it was then able to detach. The procedure ended with mr worsening to grade 1-2. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult clip deployment could not be replicated in a testing environment. Additionally, the l-lock tabs were observed to be scratched. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported difficult clip deployment, scratched l-lock tabs, and worsening mr were unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.